Event description:
It was reported that during a lap cholecystectomy procedure, the device did not function correctly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 02/02/2009. Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. It could not be determined what might have caused the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.